Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced ventricular tachycardia during the implant procedure with an access site hematoma following. The right axillary surgical pocket was created; the vessel was noted to be small but adequately sized for impella insertion. Non-beveled graft anastomosed to artery without issue, and the pump was inserted, successfully placed following arm manipulation to traverse severe tortuosity at anastomosis. Persistent ventricular tachycardia developed during pump placement requiring shock one time at startup. An intra-aortic balloon pump was placed on standby and was explanted once impella mcs was started. The patient was extubated and transported to unit in stable condition. Two days following start of support a hematoma developed with pain at the site. Heparin was discontinued and site monitored. The following day noted there were no acute events overnight, impella at support level p-6 with appropriate flows and the hematoma showed improvement. Heparin was restarted. Forward two days a hematoma was noted and again heparin was discontinued. Next day, the hematoma was still present with oozing. Heparin remained discontinued. Now day seven, the patient remained stable on minimal inotropic support with impella support level at p-4. However, the purge side arm was noted to be leaking. Purge flows and pressures were within defined limits. Purge pressure and motor current were monitored. Heparin still remained discontinued due access site hematoma. However, the decision was made the following day to prophylactically remove impella mcs for purge sidearm leaks and risk of pump stop. The patient was noted to be stable following the explant. However, the outcome as it relates to the hematoma is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Manufacturer narrative:
The investigation of access site bleeding, vf/vt/af/at, and purge leak - pump has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of the access site bleeding could not be definitively determined as limited clinical details were provided and no product was returned for evaluation. Purge leak - pump: the root cause of the purge leak - pump was most likely due to damaged sidearm based on clinical details, however, the exact location of the leak could not be definitively determined as no product was returned for evaluation. Vf/vt: as the necessary information was not provided, the root cause of the vt/vf was not determined.